Event description:
Procedure: radiofrequency ablation. Reportedly, during surgery, the pt reported leg pain, then the surgeon stopped activation and removed the returned electrode pad. Burn and water blister were confirmed. The tissue was treated with ice and ointment. The procedure was completed with another returned electrode pad.